Event description:
It was reported to tyco/kendall healthcare in 2008, that a customer had a problem with the scd express sleeve. The customer alleges that a pt developed a dvt wearing our pump during an trial.

Manufacturer narrative:
An investigation is currently underway upon completion the results will be forwarded.